Event description:
PICC line catheter was in infant's right arm. While mother was holding baby, the catheter snapped and broke from the hub site and fell to the floor. The remaining end of the catheter was still inside the infant underneath the bio-occlusive dressing. The physician removed the remainder of the PICC line from the infant. No harm to the infant.